Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a right atrial lead implant, the lead exhibited a sensing anomaly and high threshold. The lead was repositioned to the ventricle. Anomalies were still noted and the lead was explanted. A replacement right atrial lead was implanted. The patient was stable.